Event description:
It was reported that during a device change-out unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced. Patient is doing well with no adverse effects.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).